Manufacturer narrative:
Hotline advised the customer to review msds sheets and wear personal protective equipment (ppe) prior to cleaning up the fluid. Hotline informed the customer they would initiate a service call and that the instrument should not be used. A field service engineer (fse) inspected the instrument and noted the vacuum pump was inoperable. The fse replaced the vacuum pump and verified the instrument vacuum pressure which was within the instrument's specifications. The fse verified hardware by completing a system check and qc, both of which passed within the customer's established ranges. Hardware is the root cause of this event.

Event description:
A customer called beckman coulter inc., (bci) hotline and reported that a leak was originating from the access 2 immunoassay system and collecting on the countertop. No report of injury to the user has been reported.